Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible.

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag ac) for descending aortic aneurysm. A gore® dryseal flex introducer sheath (dsg) was inserted but caught in an artificial blood vessel in the abdominal aorta. The dsf was left in the terminal aorta, and ctag ac was advanced. The leading end of the ctag ac passed through the artificial blood vessel part, but the distal part of the device was caught in an abdominal aortic aneurysm. Then, blood pressure dropped sharply to 50¿s, and a rupture of abdominal aortic aneurysm was confirmed. Two gore® excluder® aaa endoprosthesis was deployed, but blood pressure did not recovered. The patient returned to the room with percutaneous cardiopulmonary support (pcps). The physician states as follows: since the sheath was caught at the I-graft part of the abdomen, only ctag ac was inserted, and aaa was heavily pressured and it ruptured. The patient had the history of laparotomy and thoracotomy, and there was no option to open surgery, but there may have been an option not to perform tevar. Very strong overall calcification in patients on maintenance dialysis may also had affected.